Event description:
Additional information received (B)(6) 2025: patient's fever was not related to the PICC leak or the condition requiring antibiotics. There were no PICC culture growths, bacteremia was not diagnosed. There was no additional intervention needed and patient has since recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that a problematic PICC was reported to team and not aspirating today advised to remove and hole noted approximately 3 cm internally. Problematic PICC intermittently working senior staff accessed today unable to aspirate and advised to remove. Patient has low grade temp, PICC removed and as unable to aspirate tip of PICC sent off to microbiology. Patient had to be cannulated to continue IV antibiotic (ceftriaxone) inserted on (B)(6) 2025 cut 53 cm external 5 cm in to left basilic vein statlock fixation device used.